Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
The patient reported that a full blood panel was performed and x-rays were taken .all results were normal except for the patient's glucose levels.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient reported that at the time of the event, the cgm displayed over 140mg/dl, but his actual glucose level was dropping. Patient had 2 hypoglycemic seizures and his wife call the ambulance. In the ambulance, the patient's blood glucose level was measured and it showed 23mg/dl. Upon arrival at the emergency room, the patient was administered an amp of d50 and his blood glucose only rose to 53mg/dl. The patient was given a second amp of d50 and after a few hours, the patient's blood glucose level settled at around 120mg/dl. Patient reported that during this time, the cgm remained to be inaccurate. At the time of contact, patient was still shaky and central nervous system has been poor. No additional event information was reported.